Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event.  In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop" and "xdcr fault" (transducer fault), while the device was on a patient. There was no patient harm. The customer was unable to calibrate the turbine transducer, but resolved the issue by replacing the main printed circuit board (pcb).